Event description:
It was reported the patient's atrial lead was not capped and replaced. The patient's infection was treated using antibiotics.

Manufacturer narrative:
Correction: b5, g3, h6.

Manufacturer narrative:
Correction: g3, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-26916. Related manufacturer's reference number: 2017865-2021-26918. It was reported the patient presented to the hospital with an infection. The patient's right atrial lead was capped and replaced. The patient experienced no symptoms related to this event.